Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture threshold was observed. Fluoroscopy showed no lead anomalies. The lead was capped and replaced. Patient was in stable condition post-procedure.